Manufacturer narrative:
(B)(4). Date sent: 6/7/2024 d4: batch # 599c09 additional information was requested, and the following was obtained: the event description states ""could not deploy staples(ip-02056890). It was reported that during an unknown surgery when firing,"" it seems that there was two different procedures reported under one complaint. One complaint should only reflect one procedure. Did oozing(ip-02056887&ip-02056888&ip-02056889) and staples(ip-02056890) occur in the same procedure? If not, please create a another complaint to reflect the second procedure. -these two issues occurred in the same surgery. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60d reload was received unfired. The returned reload was loaded into a test device. The reload was tested for functionality with a test device and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. The event described could not be confirmed as the reload performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 599c09, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery when firing, the staples couldn't be deployed. Changed another device to complete the surgery. There was no patient consequence reported. No additional information could be provided.